Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed the customer reported complaint. Investigation found the primary failure of the derailed grip cable to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a derailed grip cable at the distal idler pulley and the yaw motion may be non-intuitive as a result. The root cause of this failure is attributed to a component failure. Additional observations related to the customer reported complaint were also identified: first, found to have a broken distal clevis, likely causing the yaw cables to become derailed. The broken piece at the base measuring roughly 0.036" x 0.062" in size, was not returned for evaluation. As a result of the broken distal clevis, the pitch cable crimp was dislodged from the clevis. The pitch cable was still intact. The root cause of the broken instrument distal clevis was attributed to mishandling and misuse, such as excess force applied at the instrument tip. Second, found a frayed grip cable at the distal idler pulley and the frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to component failure. Last, found indentations on the edges of the distal idler pulleys, proximal clevis, and distal clevis. The root cause of the mechanical indentations/burrs is typically attributed to mishandling and misuse, such as instrument collisions or impact from an external object. A review of the instrument log for the permanent cautery hook (470183-14/ n14210526-0016) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument has 1 use remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information, patient relevant tests and the patient medical history was not provided, or not applicable. The expiration date not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm permanent cautery hook instrument had wire popped out of the hinge on the tip of an instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received mw5108506 on 18-apr-2022 and obtained the following additional information: on (B)(6) 2022, the permanent cautery hook instrument wire popped out of the tip hinge and had 1/10 lives remaining. The robotic instrument will be sent back to intuitive for reimbursement. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03-may-2022: it is unknown if the missing material of the pch instrument found during failure analysis occurred outside of the surgical procedure. There were no fragments fell into the patient and the patient has not returned to the hospital due to any post-surgical complications related to the retention of any fragment.